Event description:
It was reported the internal computer (ipc) was not starting. This issue will likely prevent the system from completing the boot up process. There is no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pic 1000 board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.